Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gears were blocked, seized, and rough running. Therefore, the reported condition was confirmed. It was further reported that the device was full of blood. The assignable root cause was determined to be due to faulty design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had bearing issues. During in-house engineering evaluation it was reported that the gears were blocked, seized and rough running. It was further reported that the device was blocked and full of blood. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure, and a spare device was not available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.